Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. . Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified short bifurcation of the external iliac artery. A 8.0x30x75cm express ld stent delivery system (sds) was advanced to the target lesion without difficulty. During repositioning the sds was pulled back into a 6f non bsc introducer sheath. The stent dislodged from the delivery system and into the external iliac artery however it remained on the guide wire. The delivery system was retracted. The stent was deployed in the external iliac with a 6x40x75 mustang balloon catheter. The final result of the stent was well positioned and fully apposed to the vessel wall. Next, a 6x37 express ld stent was deployed in a overlapping position with the implanted 8.0x30x75cm express stent. The procedure was completed. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).